Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the image issue could not be determined. Attempts to retrieve additional information from the customer are in progress. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿reprocessing manual of tjf-q190v chapter 1 general policy 1.4 precautions warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Chapter 5 reprocessing the endoscope (and related reprocessing accessories) 5.5 manually cleaning the endoscope and accessories equipment needed: distal-end flushing adapter (maj-2319). 5.6 manually disinfecting the endoscope and accessories. 1 while immersing a clean 30 ml syringe completely in the disinfectant solution, slowly fill it with the disinfectant solution, attach it to the white flushing port of the distal-end flushing adapter (maj-2319), and forcefully flush the distal end with 30 ml of the disinfectant solution. Operation manual of oer-pro: chapter 4 reprocessing operations 4.8 connecting tube installation the oer-pro is shipped with two connecting tubes ¿ tubes maj-1500 and maj-1971. Check the ¿list of compatible endoscopes/connecting tubes <oer-pro>¿ to confirm whether these connecting tubes are the correct connecting tubes for the particular model endoscope that you are reprocessing. If the ¿list of compatible endoscopes/connecting tubes <oer-pro>¿ indicates that a different connecting tube is required, contact olympus to obtain the necessary connecting tube. Each model olympus endoscope requires a specific connecting tube (or tubes). Do not attempt to reprocess any endoscope without the correct connecting tube.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was not returned to olympus for evaluation as there was no report of non-conformity of the device. The customer received the device accessories maj-2358 distal end flushing adapter and maj-2319 connecting tube, and the ess completed the cds reprocessing in-service for the facility. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The olympus endoscopy support specialist (ess) became aware during a cds (cleaning, disinfecting, sterilization) reprocessing in-service appointment at the user facility, that the customer had received the newly purchased tjf-q190v evis exera iii duodenovideoscope on june 24, 2021, but official in-service for the new equipment had not been completed. The ess also learned that the facility was not using the maj-2319 distal end flushing adapter for the manual cleaning, or the maj-2358 connecting tube for the oer-pro endoscope reprocessor, during the reprocessing of their endoscopes, as the customer had never ordered them. There have been no reports of patient impact or infection due to the event. The ess provided the customer with the part numbers and instruction on how to order the device accessories. This medwatch report is for the oer-pro endoscope reprocessor. The tjf-q190v evis exera iii duodenovideoscope is reported in medwatch #108758 with patient identifier (B)(6).